Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed repeated alarms indicating motor processor communication error (alert 32), software runtime error (alert 57), and bluetooth communication error (alert 60), and the user restarted the device multiple times without resolving the issue before transitioning to backup therapy; blood glucose levels were reported as unaffected, and no medical intervention or hospitalization occurred. Symptoms included no adverse clinical effects. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy. Investigation included review of device alarm history and coordination of device replacement with return instructions for evaluation. Investigation of this device revealed fluid ingress and resultant device malfunction consistent with corrosion or liquid damage. It was concluded that exposure to liquid leading to fluid ingress caused the device failure.